Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the leads were explanted and replaced.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg is unable to enter MRI mode due to high impedances on their leads. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.